Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v278189, implanted: (B)(6) 2009, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that, per the patient's managing physician, they had removed the patient's lead and were able to remove everything with the exception of the most distal electrode, zero. They reported this was the most difficult lead removal they had and was the deepest dissection. They had other lead removals without any breaking prior to this incident. They dissected down past two tines, and did notice some fractures in the lead, but felt the zero electrode scarred in, which was the reason for the difficultly in removing it.